Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open flap procedure, at the time of vessel occlusion, the surgeon was able to squeeze the handle, and the clips were malformed. The malformed clips were falling off the vessels but did not disengage into the cavity of the patient. Another clip applier was opened to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially applied with nineteen remaining clips. Microscopic inspection of the jaws revealed acceptable jaw co-planarity. A twisted clip was jammed in the jaws. Functionally, the jammed clip was removed; as the clip was being removed, the next clip loaded into the jaw and was fired with proper formation. The instrument was cycled to load a clip and the ratchet system was not functioning properly. The ratchet function was disengaged. It was reported that the clips were malformed and were falling off the vessels. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The damaged ratchet condition may occur when an attempt is made to fire the instrument without fully releasing the handle after the previous firing. When the full firing stroke is not completed, the next clip is not loaded into the jaw and any subsequent firing attempts cause clips to jam in the channel. The scissored clip condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not excessively twist or torque the jaws. Excessive twisting or torquing the jaws may dislodge clip from the jaws or cause clip malformation after jaw closure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.